Event description:
A customer reported that their AED battery pack was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified the AED was stored without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. Failure to promptly address red asi warnings reduced battery life expectancy.